Manufacturer narrative:
Concomitant medical products: 4092-52 lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage and low impedance during generator change. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.